Event description:
The pt complains of pain, loss of flexion on the right leg and swelling. Pt reports that he can feel something "pop out". Pt is following up with his surgeon and is scheduled to have blood work and MRI on (B)(6) 2012.

Manufacturer narrative:
Add'l info has been requested and if received, will be provided in a supplemental report.